Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® flashback blood collection needle had "black residue" on the needles. The following information was provided by the initial reporter, translated from french to english: laboratory reports black residue on the needle

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 5-15-2023. H.6 investigation summary. "Material #: 301747. Lot/batch #: 2176829 and 2218356. Bd received (B)(6) samples (342 from lot 2176829 and 299 from lot 2218356) and (B)(6) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed 89 samples from lot 2176829 and (B)(6) samples from lot 2218356. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that 2 bd vacutainer® flashback blood collection needle had "black residue" on the needles. The following information was provided by the initial reporter, translated from french to english: laboratory reports black residue on the needle.